Manufacturer narrative:
Follow-up #1: date of submission 27-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: unexplained pump reboots were observed in the black box. The battery compartment was cracked above and below the bumper pad. There was corrosion observed inside the battery compartment. The battery cap was not returned. A test battery cap used was able to fit to maintain an electrical connection. The pump powered on with audible and vibratory features. The test battery cap was used to complete a 12 hour duration test; no pump reboots were duplicated during this time .a leak test failed with a battery compartment leak. The pump cover was removed and no further evidence of moisture was observed on the pump circuit board or internal components. No damage to the power circuit was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.